Manufacturer narrative:
The pod was received with the needle mechanism not deployed. The download data showed that the pod completed the first prime in an expected number of pulses and was deactivated before the start of the second prime. The needle did not deploy because the pod was deactivated before the start of the second prime. No damages or deficiencies were found with the pod that would prevent the pod from completing activation and deploying the needle during the second prime as intended.

Event description:
It was reported by the patient that the needle did not deploy, and the pink slide did not move forward when the pod was activated; this indicates a needle mechanism failure. The pod was not worn. No impact to the patient's glucose level was reported.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly. Locked down smartphone: lockdown. Omnipod software app version: 3.1.1. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.